Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included parity 2 (2 children). No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals and smoker (20 cigarettes/day). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hand dermatitis ("in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criteria medically significant and intervention required), pelvic pain ("intense pelvic pain / right side pelvic pains"), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), menorrhagia ("hemorrhagic menstruations / hemorrhagic periods "), dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbow tendonitis "), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("vision disorders with a veil"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory disorders, she forgot recent conversations"), arthralgia ("joint pain in right upper and lower limbs"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido "), urinary tract infection ("recurrent urinary infections / multiple urinary infections "), arrhythmia ("heart rhythm disorders"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), sleep disorder ("sleep disorders"), cognitive disorder ("cognitive disorders"), tachycardia ("tachycardia"), insomnia ("insomnia"), anxiety ("anxiety"), tinnitus ("tinnitus"), gastrointestinal pain ("intestinal pains"), abdominal distension ("swelling belly"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia"), hyperhidrosis ("heavy sweat") and general physical health deterioration ("state of health deteriorated sharply") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, tendonitis, weight increased, arthralgia, pain in extremity, libido decreased, urinary tract infection, arrhythmia, blood pressure increased, feeling cold, tooth fracture, mood swings, tachycardia, insomnia, anxiety, tinnitus, gastrointestinal pain, abdominal distension, limb discomfort, nausea, speech disorder, renal pain, vertigo, asthenia, hyperhidrosis, anogenital warts and general physical health deterioration outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort and dizziness exertional was resolving, the menorrhagia, back pain, headache, disturbance in attention, paraesthesia and formication had resolved and the hand dermatitis, fatigue, vision blurred, memory impairment, sleep disorder and cognitive disorder had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, disturbance in attention, dizziness exertional, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, hyperhidrosis, insomnia, libido decreased, limb discomfort, medical device site granuloma, memory impairment, menorrhagia, mood swings, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, product residue present, renal pain, sleep disorder, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. Confirmed presence of adenomyosis. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no: d35370; production date: 2014-11-27; and expiration date: 2017-11-28. Batch no: d40629; production date: 2014-12-16; expiration date: 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: the patient of this case is the same as in the case (B)(4). New adverse event reported: state of health deteriorated sharply. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity" (seriousness criterion medically significant). The patient's medical history included parity 2. No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hand dermatitis ("in summer start of eczema on hands first on right and then on left"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criteria medically significant and intervention required), pelvic pain ("intense pelvic pain"), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), menorrhagia ("hemorrhagic menstruations"), dysmenorrhoea ("menstruations associated with pain"), dyspareunia ("dyspareunia"), back pain ("back pain"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations"), headache ("intense helmet headaches, with irregular frequency"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis"), fatigue ("chronic fatigue, crushing and disabling"), dizziness ("dizziness when she walked"), vision blurred ("vision disorders with a veil"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory disorders, she forgot recent conversations"), arthralgia ("joint pain in right upper and lower limbs"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands"), formication ("formication sensations"), libido decreased ("major decrease in libido"), urinary tract infection ("recurrent urinary infections"), arrhythmia ("heart rhythm disorders"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("unexplained tooth fissure"), mood swings ("mood swings"), sleep disorder ("sleep disorders") and cognitive disorder ("cognitive disorders") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain") and blood pressure increased ("increased blood pressure"). The patient was treated with antiinflammatory agents, paracetamol and surgery (hysterectomy via laparotomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, tendonitis, weight increased, arthralgia, pain in extremity, libido decreased, urinary tract infection, arrhythmia, blood pressure increased, feeling cold, tooth fracture and mood swings outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort and dizziness was resolving, the menorrhagia, back pain, headache, disturbance in attention, paraesthesia and formication had resolved and the hand dermatitis, fatigue, vision blurred, memory impairment, sleep disorder and cognitive disorder had not resolved. The reporter considered abdominal discomfort, abdominal pain lower, adenomyosis, arrhythmia, arthralgia, back pain, blood pressure increased, cognitive disorder, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, formication, hand dermatitis, headache, libido decreased, medical device site granuloma, memory impairment, menorrhagia, mood swings, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, product residue present, sleep disorder, tendonitis, tooth fracture, urinary tract infection, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination on (B)(6) 2016: unremarkable physician decided to not perform control to check position of essure inserts. Magnetic resonance imaging abdominal on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. Confirmed presence of adenomyosis. Microscopy on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin. Pathology test on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Ultrasound scan in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 12-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included parity 2 (2 children). No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals and smoker (20 cigarettes/day). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hand dermatitis ("in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criteria medically significant and intervention required), pelvic pain ("intense pelvic pain / right side pelvic pains"), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), menorrhagia ("hemorrhagic menstruations / hemorrhagic periods "), dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbow tendonitis "), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("vision disorders with a veil"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory disorders, she forgot recent conversations"), arthralgia ("joint pain in right upper and lower limbs"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido "), urinary tract infection ("recurrent urinary infections / multiple urinary infections "), arrhythmia ("heart rhythm disorders"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), sleep disorder ("sleep disorders"), cognitive disorder ("cognitive disorders"), tachycardia ("tachycardia"), insomnia ("insomnia"), anxiety ("anxiety"), tinnitus ("tinnitus"), gastrointestinal pain ("intestinal pains"), abdominal distension ("swelling belly"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia"), hyperhidrosis ("heavy sweat") and general physical health deterioration ("state of health deteriorated sharply") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, tendonitis, weight increased, arthralgia, pain in extremity, libido decreased, urinary tract infection, arrhythmia, blood pressure increased, feeling cold, tooth fracture, mood swings, tachycardia, insomnia, anxiety, tinnitus, gastrointestinal pain, abdominal distension, limb discomfort, nausea, speech disorder, renal pain, vertigo, asthenia, hyperhidrosis, anogenital warts and general physical health deterioration outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort and dizziness exertional was resolving, the menorrhagia, back pain, headache, disturbance in attention, paraesthesia and formication had resolved and the hand dermatitis, fatigue, vision blurred, memory impairment, sleep disorder and cognitive disorder had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, disturbance in attention, dizziness exertional, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, hyperhidrosis, insomnia, libido decreased, limb discomfort, medical device site granuloma, memory impairment, menorrhagia, mood swings, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, product residue present, renal pain, sleep disorder, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. Confirmed presence of adenomyosis. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no d35370, production date 2014-11-27, expiration date 2017-11-28. Batch no d40629, production date 2014-12-16, expiration date 2017-12-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 26-may-2021.this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included lsil on (B)(6) 2014, human papilloma virus test positive on (B)(6) 2014, candida albicans infection on (B)(6) -2014, parity 2 (2 children), polypectomy, abortion, spontaneous abortion, multi gravida and eczema. No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals, smoker (20 cigarettes/day) and tachycardia. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hand dermatitis ("in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criteria medically significant and intervention required), pelvic pain ("intense pelvic pain / right side pelvic pains"), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), heavy menstrual bleeding ("hemorrhagic menstruations / hemorrhagic periods / menorrhagia"), dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches / headache in helmet"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbow tendonitis"), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("vision disorders with a veil"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory disorders, she forgot recent conversations / immediate memory disturbances"), arthralgia ("joint pain in right upper and lower limbs / joint pain chronic tendonitis right elbow, right hip, right knee and right ankle"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido"), urinary tract infection ("recurrent urinary infections / multiple urinary infections"), arrhythmia ("heart rhythm disorders"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), sleep disorder ("sleep disorders"), cognitive disorder ("cognitive disorders "), tachycardia ("tachycardia"), insomnia ("insomnia"), anxiety ("anxiety"), tinnitus ("tinnitus / permanent sensation of tinnitus"), gastrointestinal pain ("intestinal pains"), abdominal distension ("swelling belly"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia / major asthenia"), hyperhidrosis ("heavy sweat / increased sweating"), general physical health deterioration ("state of health deteriorated sharply"), musculoskeletal disorder ("muscle and joint disorders"), pharyngeal disorder ("ent disorder / ent problems"), ear disorder ("ent disorder / ent problems"), nasal disorder ("ent disorder / ent problems"), rash ("skin rashes"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel syndrome with meteorism,") and tooth disorder ("dental disturbances") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, tendonitis, weight increased, arthralgia, pain in extremity, arrhythmia, blood pressure increased, feeling cold, tooth fracture, mood swings, tachycardia, insomnia, anxiety, gastrointestinal pain, abdominal distension, limb discomfort, nausea, speech disorder, renal pain, anogenital warts, general physical health deterioration, musculoskeletal disorder and dizziness outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort, dizziness exertional, vertigo, pharyngeal disorder, ear disorder, nasal disorder and rash was resolving, the heavy menstrual bleeding, back pain, headache, disturbance in attention, paraesthesia, formication and hyperhidrosis had resolved and the hand dermatitis, fatigue, vision blurred, memory impairment, libido decreased, urinary tract infection, sleep disorder, cognitive disorder, tinnitus, asthenia, irritable bowel syndrome and tooth disorder had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, disturbance in attention, dizziness, dizziness exertional, dysmenorrhoea, dyspareunia, ear disorder, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, irritable bowel syndrome, libido decreased, limb discomfort, medical device site granuloma, memory impairment, mood swings, musculoskeletal disorder, nasal disorder, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, pharyngeal disorder, product residue present, rash, renal pain, sleep disorder, speech disorder, tachycardia, tendonitis, tinnitus, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. In follow up plaintiff reported via lawyer that after device removal, she had microscopic analyzes carried out by a private laboratory on these explants and the associated tissues. She mentioned that those analyzes showed a degradation of the weld zone and a release of particles, mainly tin. According to her, these particles were the cause of the inflammatory pathologies that had justified her hysterectomy. The plaintiff asked for compensation for the damages she considered to have suffered as a result of the release of her exposure to the particles present on her implant. On (B)(6) 2021 planttiff's report essure insertion date 2015 (discrepant date), plasmatic levels of nickel inf to 0.5 (i.e., normal ) and of tin inf to 0.5 (i.e., normal) performed in (B)(6) 2020, eczematic reactions on both hands in (B)(6) 2020. Pathology report after explanation of essure showing a condyloma with a low grade intraepithelial neoplasia, an uterineadenomyosis with a resorptive macrophagic granuloma. A dermatology consultation in (B)(6) 2020 that the palmo-plantar dermatosis is persisting evolving by flare ups and he is quoting a urticaria evolving since 2019. Most of the general reported troubles are persisting 1 year after essure explantation, allergic dermatosis (eczema) seems present before essure implantation and still persists 1 year after explantation. None of the presented metallic values for nickel and tin have a somewhat clinical relevance from a toxicological point of view. Diagnostic results (normal ranges are provided in parenthesis if available):gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts.magnetic resonance imaging - on an unknown date: pelvis MRI - essure in place a little migrating in the proboscis, left essure appears on the other hand exterior and posterior on the left horn with an attachment of the left ovary.magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. Confirmed presence of adenomyosis.microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin.pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin.ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no d35370 production date 2014-11-27 expiration date 2017-11-28.batch no d40629 production date 2014-12-16 expiration date 2017-12-28.quality-safety evaluation of ptc:no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes:on 26-may-2021: the follow information were updated medical history, lab data, musculoskeletal disorder, pharyngeal disorder nos, nasal disorder nos, ear disorder nos, skin rash, dizziness, irritable bowel syndrome, tooth disorder, menorrhagia added to heavy periods, outcome updated asthenia , libido decreased, recurrent urinary tract infection updated to not recovered/not resolved, heavy sweating outcome updated to recovered/resolved, tinnitus, vertigo, updated to recovering/resolving.we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity" (seriousness criterion medically significant). The patient's medical history included parity 2. No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hand dermatitis ("in summer start of eczema on hands first on right and then on left"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criteria medically significant and intervention required), pelvic pain ("intense pelvic pain"), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), menorrhagia ("hemorrhagic menstruations"), dysmenorrhoea ("menstruations associated with pain"), dyspareunia ("dyspareunia"), back pain ("back pain"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations"), headache ("intense helmet headaches, with irregular frequency"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis"), fatigue ("chronic fatigue, crushing and disabling"), dizziness exertional ("dizziness when she walked"), vision blurred ("vision disorders with a veil"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory disorders, she forgot recent conversations"), arthralgia ("joint pain in right upper and lower limbs"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands"), formication ("formication sensations"), libido decreased ("major decrease in libido"), urinary tract infection ("recurrent urinary infections"), arrhythmia ("heart rhythm disorders"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("unexplained tooth fissure"), mood swings ("mood swings"), sleep disorder ("sleep disorders") and cognitive disorder ("cognitive disorders") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain") and blood pressure increased ("increased blood pressure"). The patient was treated with antiinflammatory agents, paracetamol and surgery (hysterectomy via laparotomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, tendonitis, weight increased, arthralgia, pain in extremity, libido decreased, urinary tract infection, arrhythmia, blood pressure increased, feeling cold, tooth fracture and mood swings outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort and dizziness exertional was resolving, the menorrhagia, back pain, headache, disturbance in attention, paraesthesia and formication had resolved and the hand dermatitis, fatigue, vision blurred, memory impairment, sleep disorder and cognitive disorder had not resolved. The reporter considered abdominal discomfort, abdominal pain lower, adenomyosis, arrhythmia, arthralgia, back pain, blood pressure increased, cognitive disorder, disturbance in attention, dizziness exertional, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, formication, hand dermatitis, headache, libido decreased, medical device site granuloma, memory impairment, menorrhagia, mood swings, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, product residue present, sleep disorder, tendonitis, tooth fracture, urinary tract infection, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. Confirmed presence of adenomyosis. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity/presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included lsil on (B)(6) 2014, human papilloma virus test positive on (B)(6) 2014, candida albicans infection on (B)(6) 2014, hallux valgus correction (at the ag e of 36 years-old) in 2013, appendectomy (at the ag e of 12 years-old) in 1989, parity 2 (2 children, girl born in 1988, and a boy born in 2007), polypectomy, abortion, spontaneous abortion, multi gravida, eczema and adenomyosis. No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for contraception: estrogen-progestin; for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals, smoker (20 cigarettes/day) and tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("intense pelvic pain/right side pelvic pains/pelvic pain") and heavy menstrual bleeding ("hemorrhagic menstruations/hemorrhagic periods/menorrhagia"). In 2016, the patient experienced hand dermatitis ("lesions on the hands: in summer start of eczema on hands first on right and then on left/eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("decompensated adenomyis/adenomyosis located on ultrasound in uterine fundus and in left uterine horn region") with heavy menstrual bleeding. On (B)(6) 2019, the patient experienced allergy to metals ("allergy of the ears to non-precious metals (earrings)") with rash and dysmenorrhoea ("menstruations associated with pain/dysmenorrhea"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criterion intervention required), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), dyspareunia ("dyspareunia"), back pain ("back pain/bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations/leukorrhea"), headache ("intense helmet headaches, with irregular frequency/frequent headaches/headache in helmet"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis/right elbo,w right hip, right knee, right ankle tendinitis"), fatigue ("chronic fatigue, crushing and disabling/fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("visual impairment: vision disorders with a veil"), arthralgia ("joint pain in right upper and lower limbs/joint pain chronic tendonitis right elbow, right hip, right knee and right ankle"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands/tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido/loss of libido"), urinary tract infection ("recurrent urinary infections/multiple urinary infections"), arrhythmia ("heart rhythm disorders"), tachycardia ("tachycardia"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("dental disturbances: unexplained tooth fissure/teeth breakage"), mood swings ("mood swings"), anxiety ("anxiety"), insomnia ("sleep disorders: insomnia"), disturbance in attention ("concentration disorders"), cognitive disorder ("cognitive disorders "), memory impairment ("immediate memory disorders, she forgot recent conversations/immediate memory disturbances / memory disturbance"), tinnitus ("tinnitus/permanent sensation of tinnitus"), gastrointestinal pain ("intestinal pains"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia/major asthenia"), hyperhidrosis ("heavy sweat/increased sweating/sweating"), general physical health deterioration ("state of health deteriorated sharply"), musculoskeletal disorder ("muscle and joint disorders"), pharyngeal disorder ("ent disorder/ent problems"), ear disorder ("ent disorder/ent problems"), nasal disorder ("ent disorder/ent problems"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel syndrome with meteorism/irritable bowel syndrome with abdominal bloating") with abdominal distension, irritability ("irritability"), depression ("depression") and eczema ("eczema") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, weight increased, arthralgia, pain in extremity, arrhythmia, tachycardia, blood pressure increased, feeling cold, tooth fracture, mood swings, anxiety, gastrointestinal pain, limb discomfort, nausea, speech disorder, renal pain, anogenital warts, general physical health deterioration, musculoskeletal disorder and dizziness outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort, tendonitis, dizziness exertional, tinnitus, vertigo, pharyngeal disorder, ear disorder and nasal disorder was resolving, the heavy menstrual bleeding, back pain, headache, paraesthesia, formication, urinary tract infection, disturbance in attention and hyperhidrosis had resolved and the hand dermatitis, fatigue, vision blurred, libido decreased, insomnia, cognitive disorder, memory impairment, asthenia, irritable bowel syndrome, irritability, depression and eczema had not resolved. The reporter considered adenomyosis to be unrelated to essure. The reporter considered abdominal discomfort, abdominal pain lower, allergy to metals, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, depression, disturbance in attention, dizziness, dizziness exertional, dysmenorrhoea, dyspareunia, ear disorder, eczema, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, irritability, irritable bowel syndrome, libido decreased, limb discomfort, medical device site granuloma, memory impairment, mood swings, musculoskeletal disorder, nasal disorder, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, pharyngeal disorder, product residue present, renal pain, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. In follow up plaintiff reported via lawyer that after device removal, she had microscopic analyses carried out by a private laboratory on these explants and the associated tissues. The analyses showed a degradation of the weld zone and a release of particles, mainly tin. According to her, these particles were the cause of the inflammatory pathologies that had justified her hysterectomy. On (B)(6) 2021, plaintiff's report essure insertion date 2015 (discrepant date), plasmatic levels of nickel inf to 0.5 (i.e., normal ) and of tin inf to 0.5 (i.e., normal) performed in (B)(6) 2020, eczematic reactions on both hands in (B)(6) 2020. Pathology report after explantation of essure showied a condyloma with a low grade intraepithelial neoplasia, a uterine adenomyosis with a resorptive macrophagic granuloma. A dermatology consultation in (B)(6) 2020 that the palmo-plantar dermatosis is persisting evolving by flare ups and he is quoting a urticaria evolving since 2019. Most of the general reported troubles are persisting 1 year after essure explantation, allergic dermatosis (eczema) seems present before essure implantation and still persists 1 year after explantation. None of the presented metallic values for nickel and tin have a somewhat clinical relevance from a toxicological point of view. On (B)(6) 2020 plamoplantar dermatosis. Reporter mentioned: pt presented with adenomyosis probably decompensated/observed by the cessation of progestins and with no direct and certain link to the presence of essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination- on (B)(6) 2016: unremarkable- physician decided to not perform control to check position of essure inserts; on (B)(6) 2019: moderate adenomyosis. Magnetic resonance imaging- on an unknown date: pelvis MRI - essure in place a little migrating in the proboscis, left essure appears on the other hand exterior and posterior on the left horn with an attachment of the left ovary. Magnetic resonance imaging abdominal- on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. A uterus of discreetly increased size, 8 x 5 x 4.5 cm (normal 8 to 10 x 3 to 4 x 2 to 3), images of diffuse adenomyosis and left peri-ovarian adherent lesions. Microscopy- on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin; on (B)(6) 2019: analyses show the presence of tin, titanium, silver and platinum which are found in the composition of the essure device, and scanning electron microscopy analyses coupled with edx spectrometry of one of the implants removed at the level of the soldering area of its external end; on (B)(6) 2019: show the presence of tin, copper and silver around this area. Pathology test- on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Specialist consultation- on (B)(6) 2019: allergy of the ears to non-precious metals (earrings) and dysmenorrhea. Ultrasound pelvis- on (B)(6) 2019: moderate adenomyosis. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no d35370. Production date 2014-11-27. Expiration date 2017-11-28. Batch no d40629. Production date 2014-12-16. Expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-aug-2021: medical/drug history added (adenomyosis), menorrhagia added as symptom of adenomyosis, reporter causality of adenomyosis changed do unrelated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 13-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included lsil on (B)(6) 2014, human papilloma virus test positive on (B)(6) 2014, candida albicans infection on (B)(6) 2014, hallux valgus correction (at the ag e of 36 years-old) in 2013, appendectomy (at the ag e of 12 years-old) in 1989, parity 2 (2 children, girl born in 1988, and a boy born in 2007), polypectomy, abortion, spontaneous abortion, multi gravida and eczema. No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals, smoker (20 cigarettes/day) and tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("intense pelvic pain / right side pelvic pains / pelvic pain") and heavy menstrual bleeding ("hemorrhagic menstruations / hemorrhagic periods / menorrhagia"). In 2016, the patient experienced hand dermatitis ("lesions on the hands: in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy of the ears to non-precious metals (earrings)") with rash and dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criterion intervention required), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches / headache in helmet"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbo,w right hip, right knee, right ankle tendinitis"), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("visual impairment: vision disorders with a veil"), arthralgia ("joint pain in right upper and lower limbs / joint pain chronic tendonitis right elbow, right hip, right knee and right ankle"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido"), urinary tract infection ("recurrent urinary infections / multiple urinary infections"), arrhythmia ("heart rhythm disorders"), tachycardia ("tachycardia"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("dental disturbances: unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), anxiety ("anxiety"), insomnia ("sleep disorders: insomnia"), disturbance in attention ("concentration disorders"), cognitive disorder ("cognitive disorders "), memory impairment ("immediate memory disorders, she forgot recent conversations / immediate memory disturbances / memory disturbance"), tinnitus ("tinnitus / permanent sensation of tinnitus"), gastrointestinal pain ("intestinal pains"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia / major asthenia"), hyperhidrosis ("heavy sweat / increased sweating / sweating"), general physical health deterioration ("state of health deteriorated sharply"), musculoskeletal disorder ("muscle and joint disorders"), pharyngeal disorder ("ent disorder / ent problems"), ear disorder ("ent disorder / ent problems"), nasal disorder ("ent disorder / ent problems"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel syndrome with meteorism / irritable bowel syndrome with abdominal bloating") with abdominal distension, irritability ("irritability"), depression ("depression") and eczema ("eczema") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, weight increased, arthralgia, pain in extremity, arrhythmia, tachycardia, blood pressure increased, feeling cold, tooth fracture, mood swings, anxiety, gastrointestinal pain, limb discomfort, nausea, speech disorder, renal pain, anogenital warts, general physical health deterioration, musculoskeletal disorder and dizziness outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort, tendonitis, dizziness exertional, tinnitus, vertigo, pharyngeal disorder, ear disorder and nasal disorder was resolving, the heavy menstrual bleeding, back pain, headache, paraesthesia, formication, urinary tract infection, disturbance in attention and hyperhidrosis had resolved and the hand dermatitis, fatigue, vision blurred, libido decreased, insomnia, cognitive disorder, memory impairment, asthenia, irritable bowel syndrome, irritability, depression and eczema had not resolved. The reporter considered abdominal discomfort, abdominal pain lower, adenomyosis, allergy to metals, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, depression, disturbance in attention, dizziness, dizziness exertional, dysmenorrhoea, dyspareunia, ear disorder, eczema, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, irritability, irritable bowel syndrome, libido decreased, limb discomfort, medical device site granuloma, memory impairment, mood swings, musculoskeletal disorder, nasal disorder, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, pharyngeal disorder, product residue present, renal pain, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. In follow up plaintiff reported via lawyer that after device removal, she had microscopic analyses carried out by a private laboratory on these explants and the associated tissues. The analyses showed a degradation of the weld zone and a release of particles, mainly tin. According to her, these particles were the cause of the inflammatory pathologies that had justified her hysterectomy. On (B)(6) 2021 plaintiff's report essure insertion date 2015 (discrepant date), plasmatic levels of nickel inf to 0.5 (i.e., normal ) and of tin inf to 0.5 (i.e., normal) performed in (B)(6) 2020, eczematic reactions on both hands in (B)(6) 2020. Pathology report after explantation of essure showied a condyloma with a low grade intraepithelial neoplasia, a uterine adenomyosis with a resorptive macrophagic granuloma. A dermatology consultation in (B)(6) 2020 that the palmo-plantar dermatosis is persisting evolving by flare ups and he is quoting a urticaria evolving since 2019. Most of the general reported troubles are persisting 1 year after essure explantation, allergic dermatosis (eczema) seems present before essure implantation and still persists 1 year after explantation. None of the presented metallic values for nickel and tin have a somewhat clinical relevance from a toxicological point of view. On (B)(6) 2020 plamoplantar dermatosis. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts; on (B)(6) 2019: moderate adenomyosis. Magnetic resonance imaging - on an unknown date: pelvis MRI - essure in place a little migrating in the proboscis, left essure appears on the other hand exterior and posterior on the left horn with an attachment of the left ovary. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. A uterus of discreetly increased size, 8 x 5 x 4.5 cm (normal 8 to 10 x 3 to 4 x 2 to 3), images of diffuse adenomyosis and left peri-ovarian adherent lesions. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin; on (B)(6) 2019: analyses show the presence of tin, titanium, silver and platinum which are found in the composition of the essure device, and scanning electron microscopy analyses coupled with edx spectrometry of one of the implants removed at the level of the soldering area of its external end; on (B)(6) 2019: show the presence of tin, copper and silver around this area. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Specialist consultation - on (B)(6) 2019: allergy of the ears to non-precious metals (earrings) and dysmenorrhea. Ultrasound pelvis - on (B)(6) 2019: moderate adenomyosis. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no: d35370, production date: 2014-11-27, and expiration date: 2017-11-28. Batch no: d40629, production date: 2014-12-16, and expiration date: 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021: the following information was updated new lawyer reporter, medical history, lab data, skin lesion, visual disturbances, depression, irritability, allergy to metals, eczema, tendinitis of the right elbow, right hip, right knee and right ankle added to tendonitis, memory disturbances added to memory impairment, onset date added to heavy periods, pelvic pain female, pain menstrual, outcome tendonitis updated from unknown to recovering/resolving, tinnitus, recurrent urinary tract infection updated from not recovered/not resolved to recovering/resolving. "Disorder" events were merged to their specified events. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included lsil on (B)(6) 2014, human papilloma virus test positive on (B)(6) 2014, candida albicans infection on (B)(6) 2014, hallux valgus correction (at the ag e of 36 years-old) in 2013, appendectomy (at the ag e of 12 years-old) in 1989, parity 2 (2 children, girl born in 1988, and a boy born in 2007), polypectomy, abortion, spontaneous abortion, multi gravida, eczema and adenomyosis. No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for contraception: estrogen-progestin; for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals, smoker (20 cigarettes/day) and tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("intense pelvic pain / right side pelvic pains / pelvic pain") and heavy menstrual bleeding ("hemorrhagic menstruations / hemorrhagic periods / menorrhagia"). In 2016, the patient experienced hand dermatitis ("lesions on the hands: in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("decompensated adenomyis / adenomyosis located on ultrasound in uterine fundus and in left uterine horn region") with heavy menstrual bleeding. On (B)(6) 2019, the patient experienced allergy to metals ("allergy of the ears to non-precious metals (earrings)") with rash and dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criterion intervention required), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches / headache in helmet"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbo,w right hip, right knee, right ankle tendinitis"), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("visual impairment: vision disorders with a veil"), arthralgia ("joint pain in right upper and lower limbs / joint pain chronic tendonitis right elbow, right hip, right knee and right ankle"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido"), urinary tract infection ("recurrent urinary infections / multiple urinary infections"), arrhythmia ("heart rhythm disorders"), tachycardia ("tachycardia"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("dental disturbances: unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), anxiety ("anxiety"), insomnia ("sleep disorders: insomnia"), disturbance in attention ("concentration disorders"), cognitive disorder ("cognitive disorders "), memory impairment ("immediate memory disorders, she forgot recent conversations / immediate memory disturbances / memory disturbance"), tinnitus ("tinnitus / permanent sensation of tinnitus"), gastrointestinal pain ("intestinal pains"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia / major asthenia"), hyperhidrosis ("heavy sweat / increased sweating / sweating"), general physical health deterioration ("state of health deteriorated sharply"), musculoskeletal disorder ("muscle and joint disorders"), pharyngeal disorder ("ent disorder / ent problems"), ear disorder ("ent disorder / ent problems"), nasal disorder ("ent disorder / ent problems"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel syndrome with meteorism / irritable bowel syndrome with abdominal bloating") with abdominal distension, irritability ("irritability"), depression ("depression") and eczema ("eczema") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, weight increased, arthralgia, pain in extremity, arrhythmia, tachycardia, blood pressure increased, feeling cold, tooth fracture, mood swings, anxiety, gastrointestinal pain, limb discomfort, nausea, speech disorder, renal pain, anogenital warts, general physical health deterioration, musculoskeletal disorder and dizziness outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort, tendonitis, dizziness exertional, tinnitus, vertigo, pharyngeal disorder, ear disorder and nasal disorder was resolving, the heavy menstrual bleeding, back pain, headache, paraesthesia, formication, urinary tract infection, disturbance in attention and hyperhidrosis had resolved and the hand dermatitis, fatigue, vision blurred, libido decreased, insomnia, cognitive disorder, memory impairment, asthenia, irritable bowel syndrome, irritability, depression and eczema had not resolved. The reporter considered adenomyosis to be unrelated to essure. The reporter considered abdominal discomfort, abdominal pain lower, allergy to metals, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, depression, disturbance in attention, dizziness, dizziness exertional, dysmenorrhoea, dyspareunia, ear disorder, eczema, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, irritability, irritable bowel syndrome, libido decreased, limb discomfort, medical device site granuloma, memory impairment, mood swings, musculoskeletal disorder, nasal disorder, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, pharyngeal disorder, product residue present, renal pain, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. In follow up plaintiff reported via lawyer that after device removal, she had microscopic analyses carried out by a private laboratory on these explants and the associated tissues. The analyses showed a degradation of the weld zone and a release of particles, mainly tin. According to her, these particles were the cause of the inflammatory pathologies that had justified her hysterectomy. On (B)(6) 2021 plaintiff's report essure insertion date 2015 (discrepant date), plasmatic levels of nickel inf to 0.5 (i.e., normal ) and of tin inf to 0.5 (i.e., normal) performed in december 2020, eczematic reactions on both hands in (B)(6) 2020. Pathology report after explantation of essure showied a condyloma with a low grade intraepithelial neoplasia, a uterine adenomyosis with a resorptive macrophagic granuloma. A dermatology consultation in (B)(6) 2020 that the palmo-plantar dermatosis is persisting evolving by flare ups and he is quoting a urticaria evolving since 2019. Most of the general reported troubles are persisting 1 year after essure explantation, allergic dermatosis (eczema) seems present before essure implantation and still persists 1 year after explantation. None of the presented metallic values for nickel and tin have a somewhat clinical relevance from a toxicological point of view. On (B)(6) 2020 plamoplantar dermatosis. Reporter mentioned: pt presented with adenomyosis probably decompensated/observed by the cessation of progestins and with no direct and certain link to the presence of essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts; on (B)(6) 2019: moderate adenomyosis. Magnetic resonance imaging - on an unknown date: pelvis MRI - essure in place a little migrating in the proboscis, left essure appears on the other hand exterior and posterior on the left horn with an attachment of the left ovary. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. A uterus of discreetly increased size, 8 x 5 x 4.5 cm (normal 8 to 10 x 3 to 4 x 2 to 3), images of diffuse adenomyosis and left peri-ovarian adherent lesions. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin; on (B)(6) 2019: analyses show the presence of tin, titanium, silver and platinum which are found in the composition of the essure device, and scanning electron microscopy analyses coupled with edx spectrometry of one of the implants removed at the level of the soldering area of its external end; on (B)(6) 2019: show the presence of tin, copper and silver around this area. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Specialist consultation - on (B)(6) 2019: allergy of the ears to non-precious metals (earrings) and dysmenorrhea. Ultrasound pelvis - on (B)(6) 2019: moderate adenomyosis. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no: d35370, production date: 2014-11-27, and expiration date 2017-11-28. Batch no: d40629, production date: 2014-12-16, and expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: nca number r2100424 added to the mir section. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 18-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included lsil on (B)(6) 2014, human papilloma virus test positive on (B)(6) 2014, candida albicans infection on (B)(6) 2014, hallux valgus correction (at the ag e of 36 years-old) in 2013, appendectomy (at the ag e of 12 years-old) in 1989, parity 2 (2 children, girl born in 1988, and a boy born in 2007), polypectomy, abortion, spontaneous abortion, multi gravida, eczema, adenomyosis and endometriosis (becoming symptomatic after the essure insertion.). No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for contraception: estrogen-progestin; for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals, smoker (20 cigarettes/day) and tachycardia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("intense pelvic pain / right side pelvic pains / pelvic pain") and heavy menstrual bleeding ("hemorrhagic menstruations / hemorrhagic periods / menorrhagia"). In 2016, the patient experienced hand dermatitis ("lesions on the hands: in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("decompensated adenomyis / adenomyosis located on ultrasound in uterine fundus and in left uterine horn region") with heavy menstrual bleeding. On (B)(6) 2019, the patient experienced allergy to metals ("allergy of the ears to non-precious metals (earrings)") with rash and dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criterion intervention required), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches / headache in helmet"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbo,w right hip, right knee, right ankle tendinitis"), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("visual impairment: vision disorders with a veil"), arthralgia ("joint pain in right upper and lower limbs / joint pain chronic tendonitis right elbow, right hip, right knee and right ankle"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido"), urinary tract infection ("recurrent urinary infections / multiple urinary infections"), arrhythmia ("heart rhythm disorders"), tachycardia ("tachycardia"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("dental disturbances: unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), anxiety ("anxiety / psychological impact"), insomnia ("sleep disorders: insomnia"), disturbance in attention ("concentration disorders"), cognitive disorder ("cognitive disorders "), memory impairment ("immediate memory disorders, she forgot recent conversations / immediate memory disturbances / memory disturbance"), tinnitus ("tinnitus / permanent sensation of tinnitus"), gastrointestinal pain ("intestinal pains"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia / major asthenia"), hyperhidrosis ("heavy sweat / increased sweating / sweating"), general physical health deterioration ("state of health deteriorated sharply"), musculoskeletal disorder ("muscle and joint disorders"), pharyngeal disorder ("ent disorder / ent problems"), ear disorder ("ent disorder / ent problems"), nasal disorder ("ent disorder / ent problems"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel syndrome with meteorism / irritable bowel syndrome with abdominal bloating") with abdominal distension, irritability ("irritability"), depression ("depression") and eczema ("eczema") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, weight increased, arthralgia, pain in extremity, arrhythmia, tachycardia, blood pressure increased, feeling cold, tooth fracture, mood swings, anxiety, gastrointestinal pain, limb discomfort, nausea, speech disorder, renal pain, anogenital warts, general physical health deterioration, musculoskeletal disorder and dizziness outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort, tendonitis, dizziness exertional, tinnitus, vertigo, pharyngeal disorder, ear disorder and nasal disorder was resolving, the heavy menstrual bleeding, back pain, headache, paraesthesia, formication, urinary tract infection, disturbance in attention and hyperhidrosis had resolved and the hand dermatitis, fatigue, vision blurred, libido decreased, insomnia, cognitive disorder, memory impairment, asthenia, irritable bowel syndrome, irritability, depression and eczema had not resolved. The reporter considered adenomyosis to be unrelated to essure. The reporter considered abdominal discomfort, abdominal pain lower, allergy to metals, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, depression, disturbance in attention, dizziness, dizziness exertional, dysmenorrhoea, dyspareunia, ear disorder, eczema, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, irritability, irritable bowel syndrome, libido decreased, limb discomfort, medical device site granuloma, memory impairment, mood swings, musculoskeletal disorder, nasal disorder, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, pharyngeal disorder, product residue present, renal pain, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. In follow up plaintiff reported via lawyer that after device removal, she had microscopic analyses carried out by a private laboratory on these explants and the associated tissues. The analyses showed a degradation of the weld zone and a release of particles, mainly tin. According to her, these particles were the cause of the inflammatory pathologies that had justified her hysterectomy. On (B)(6) 2021 plaintiff's report essure insertion date 2015 (discrepant date), plasmatic levels of nickel inf to 0.5 (i.e., normal ) and of tin inf to 0.5 (i.e., normal) performed in (B)(6) 2020, eczematic reactions on both hands in (B)(6) 2020. Pathology report after explantation of essure showed a condyloma with a low grade intraepithelial neoplasia, a uterine adenomyosis with a resorptive macrophagic granuloma. A dermatology consultation in (B)(6) 2020 that the palmo-plantar dermatosis is persisting evolving by flare ups and he is quoting a urticaria evolving since 2019. Most of the general reported troubles are persisting 1 year after essure explantation, allergic dermatosis (eczema) seems present before essure implantation and still persists 1 year after explantation. None of the presented metallic values for nickel and tin have a somewhat clinical relevance from a toxicological point of view. On (B)(6) 2020 plamoplantar dermatosis. Reporter mentioned: pt presented with adenomyosis probably decompensated/observed by the cessation of progestins and with no direct and certain link to the presence of essure. Bmi : 21.5 kg/m2. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts; on (B)(6) 2019: moderate adenomyosis. Magnetic resonance imaging - on an unknown date: pelvis MRI - essure in place a little migrating in the proboscis, left essure appears on the other hand exterior and posterior on the left horn with an attachment of the left ovary. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. A uterus of discreetly increased size, 8 x 5 x 4.5 cm (normal 8 to 10 x 3 to 4 x 2 to 3), images of diffuse adenomyosis and left peri-ovarian adherent lesions. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin; on (B)(6) 2019: analyses show the presence of tin, titanium, silver and platinum which are found in the composition of the essure device, and scanning electron microscopy analyses coupled with edx spectrometry of one of the implants removed at the level of the soldering area of its external end; on (B)(6) 2019: show the presence of tin, copper and silver around this area. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Specialist consultation - on (B)(6) 2019: allergy of the ears to non-precious metals (earrings) and dysmenorrhea. Ultrasound pelvis - on (B)(6) 2019: moderate adenomyosis. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no: d35370, production date: 2014-11-27, and expiration date 2017-11-28. Batch no: d40629, production date: 2014-12-16, and expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: medical history (possible pre-existent endometriosis) and bmi (body mass index) were received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629,d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included parity 2 (2 children). No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals and smoker (20 cigarettes/day). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hand dermatitis ("in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criteria medically significant and intervention required), pelvic pain ("intense pelvic pain / right side pelvic pains"), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), menorrhagia ("hemorrhagic menstruations / hemorrhagic periods "), dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbow tendonitis "), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("vision disorders with a veil"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory disorders, she forgot recent conversations"), arthralgia ("joint pain in right upper and lower limbs"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido "), urinary tract infection ("recurrent urinary infections / multiple urinary infections "), arrhythmia ("heart rhythm disorders"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), sleep disorder ("sleep disorders"), cognitive disorder ("cognitive disorders"), tachycardia ("tachycardia"), insomnia ("insomnia"), anxiety ("anxiety"), tinnitus ("tinnitus"), gastrointestinal pain ("intestinal pains"), abdominal distension ("swelling belly"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia") and hyperhidrosis ("heavy sweat") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, tendonitis, weight increased, arthralgia, pain in extremity, libido decreased, urinary tract infection, arrhythmia, blood pressure increased, feeling cold, tooth fracture, mood swings, tachycardia, insomnia, anxiety, tinnitus, gastrointestinal pain, abdominal distension, limb discomfort, nausea, speech disorder, renal pain, vertigo, asthenia, hyperhidrosis and anogenital warts outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort and dizziness exertional was resolving, the menorrhagia, back pain, headache, disturbance in attention, paraesthesia and formication had resolved and the hand dermatitis, fatigue, vision blurred, memory impairment, sleep disorder and cognitive disorder had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, disturbance in attention, dizziness exertional, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, hand dermatitis, headache, hyperhidrosis, insomnia, libido decreased, limb discomfort, medical device site granuloma, memory impairment, menorrhagia, mood swings, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, product residue present, renal pain, sleep disorder, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. Confirmed presence of adenomyosis. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no d35370 production date 2014-11-27 expiration date 2017-11-28. Batch no d40629 production date 2014-12-16 expiration date 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 29-dec-2020. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("migration of left essure insert, with perforation of left tube"), perforation ("visceral lesions") and medical device site granuloma ("presence of granuloma in uterine horns region") in a 38 year-old female patient who had essure inserted (lot no. D40629,d35370). Additional non-serious events are detailed below. Product or product use issues identified: device material issue ("weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles"), off label use of device ("iud was removed 14 days after essure insertion" until (B)(6) 2016) and device monitoring procedure not performed ("physician decided to not perform control to check position of essure inserts" on (B)(6) 2016). The patient had a medical history of candida albicans infection, human papilloma virus test positive and lsil in 2014, hallux valgus correction (at the ag e of 36 years-old) in 2013, appendectomy (at the ag e of 12 years-old) in 1989 and endometriosis (becoming symptomatic after the essure insertion.), adenomyosis, eczema, multi gravida, spontaneous abortion, abortion, polypectomy and parity 2 (2 children, girl born in 1988, and a boy born in 2007). No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included: estrogen nos;progesterone for contraception and iud nos and mirena. Concurrent conditions were listed as tachycardia, smoker (20 cigarettes/day) and allergy to metals. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain ("intense pelvic pain / right side pelvic pains / pelvic pain") and heavy periods ("hemorrhagic menstruations / hemorrhagic periods / menorrhagia"). In 2016 she experienced hand dermatitis ("lesions on the hands: in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019 she experienced adenomyosis ("decompensated adenomyis / adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019 she experienced allergy to metals ("allergy of the ears to non-precious metals (earrings)") and dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"). On (B)(6) 2019 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and perforation (seriousness criteria medically important and intervention required). . On unknown date she experienced medical device site granuloma (seriousness criterion intervention required), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), rash ("skin rashes"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches / headache in helmet"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbo,w right hip, right knee, right ankle tendinitis"), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("visual impairment: vision disorders with a veil"), arthralgia ("joint pain in right upper and lower limbs / joint pain chronic tendonitis right elbow, right hip, right knee and right ankle"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido"), urinary tract infection ("recurrent urinary infections / multiple urinary infections"), arrhythmia ("heart rhythm disorders"), tachycardia ("tachycardia"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("dental disturbances: unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), anxiety ("anxiety / psychological impact"), insomnia ("sleep disorders: insomnia"), disturbance in attention ("concentration disorders"), cognitive disorder ("cognitive disorders "), memory impairment ("immediate memory disorders, she forgot recent conversations / immediate memory disturbances / memory disturbance"), tinnitus ("tinnitus / permanent sensation of tinnitus"), gastrointestinal pain ("intestinal pains"), abdominal distension ("swelling belly / irritable bowel syndrome with abdominal bloating"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia / major asthenia"), hyperhidrosis ("heavy sweat / increased sweating / sweating"), general physical health deterioration ("state of health deteriorated sharply"), musculoskeletal disorder ("muscle and joint disorders"), pharyngeal disorder ("ent disorder / ent problems"), ear disorder ("ent disorder / ent problems"), nasal disorder ("ent disorder / ent problems"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel syndrome with meteorism / irritable bowel syndrome with abdominal bloating"), irritability ("irritability"), depression ("depression"), eczema ("eczema"), menorrhagia ("menorrhagia"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), abdominal pain ("abdominal pain") and metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure.") And was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents and paracetamol as well as surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2019).essure was removed on (B)(6) 2019 at the time of the report, the pelvic pain, abdominal pain lower, abdominal discomfort, tendonitis, dizziness exertional, tinnitus, vertigo, pharyngeal disorder, ear disorder and nasal disorder were resolving, the heavy periods, back pain, headache, paraesthesia, formication, urinary tract infection, disturbance in attention and hyperhidrosis had resolved and the hand dermatitis, fatigue, vision blurred, libido decreased, insomnia, cognitive disorder, memory impairment, asthenia, irritable bowel syndrome, irritability, depression and eczema had not resolved. The outcomes for fallopian tube perforation, perforation, medical device site granuloma, product residue present, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, weight increased, arthralgia, pain in extremity, arrhythmia, tachycardia, blood pressure increased, feeling cold, tooth fracture, mood swings, anxiety, gastrointestinal pain, limb discomfort, nausea, speech disorder, renal pain, anogenital warts, general physical health deterioration, musculoskeletal disorder, dizziness, eye disorder, skin disorder, abdominal pain and metal poisoning were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, depression, disturbance in attention, dizziness, dizziness exertional, dysmenorrhoea, dyspareunia, ear disorder, eczema, eye disorder, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, heavy periods, menorrhagia, hyperhidrosis, insomnia, irritability, irritable bowel syndrome, libido decreased, limb discomfort, medical device site granuloma, memory impairment, metal poisoning, mood swings, musculoskeletal disorder, nasal disorder, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, pharyngeal disorder, product residue present, rash, renal pain, skin disorder, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure administration but saw no causal relationship between adenomyosis and essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. In follow up plaintiff reported via lawyer that after device removal, she had microscopic analyses carried out by a private laboratory on these explants and the associated tissues. The analyses showed a degradation of the weld zone and a release of particles, mainly tin. According to her, these particles were the cause of the inflammatory pathologies that had justified her hysterectomy. On (B)(6) 2021 plaintiff's report essure insertion date 2015 (discrepant date), plasmatic levels of nickel inf to 0.5 (i.e., normal ) and of tin inf to 0.5 (i.e., normal) performed in (B)(6) 2020, eczematic reactions on both hands in (B)(6) 2020. Pathology report after explantation of essure showed a condyloma with a low grade intraepithelial neoplasia, a uterine adenomyosis with a resorptive macrophagic granuloma. A dermatology consultation in (B)(6) 2020 that the palmo-plantar dermatosis is persisting evolving by flare ups and he is quoting a urticaria evolving since 2019. Most of the general reported troubles are persisting 1 year after essure explantation, allergic dermatosis (eczema) seems present before essure implantation and still persists 1 year after explantation. None of the presented metallic values for nickel and tin have a somewhat clinical relevance from a toxicological point of view. On (B)(6) 2020 plamoplantar dermatosis. Reporter mentioned: pt presented with adenomyosis probably decompensated/observed by the cessation of progestins and with no direct and certain link to the presence of essure. Bmi : 21.5 kg/m2. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts; on (B)(6) 2019: moderate adenomyosis [magnetic resonance imaging] (date unknown): pelvis MRI - essure in place a little migrating in the proboscis, left essure appears on the other hand exterior and posterior on the left horn with an attachment of the left ovary [magnetic resonance imaging pelvic] on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. A uterus of discreetly increased size, 8 x 5 x 4.5 cm (normal 8 to 10 x 3 to 4 x 2 to 3), images of diffuse adenomyosis and left peri-ovarian adherent lesions [microscopy] on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin; on (B)(6) 2019: analyses show the presence of tin, titanium, silver and platinum which are found in the composition of the essure device, and scanning electron microscopy analyses coupled with edx spectrometry of one of the implants removed at the level of the soldering area of its external end; on (B)(6) 2019: show the presence of tin, copper and silver around this area [pathology test] on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin [specialist consultation] on (B)(6) 2019: allergy of the ears to non-precious metals (earrings) and dysmenorrhea [ultrasound pelvis] on (B)(6) 2019: moderate adenomyosis [ultrasound scan] in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region batch no d35370 production date 2014-11-27 expiration date 2017-11-28 batch no d40629 production date 2014-12-16 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events abdominal pain, eye disorder, skin disorder & metal poisoning were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Migration of left essure insert, with perforation of left tube [fallopian tube perforation] , visceral lesions [perforation of organ], presence of granuloma in uterine horns region [medical device site granuloma], weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles [device material issue], left uterine horn showed presence of significant quantity of tin [product residue present], intense pelvic pain / right side pelvic pains / pelvic pain [pelvic pain female], low abdominal pain [lower abdominal pain], constant discomfort when she sat [abdominal discomfort], skin rashes [skin rash], allergy of the ears to non-precious metals (earrings) [allergy to metals], hemorrhagic menstruations / hemorrhagic periods / menorrhagia [heavy periods], menstruations associated with pain / dysmenorrhea [pain menstrual] , dyspareunia [dyspareunia], back pain / bilateral pain in back [back pain] , irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea [vaginal discharge abnormality] , intense helmet headaches, with irregular frequency / frequent headaches / headache in helmet [frequent headaches], fifteen days prior to menstrual cycles major pelvic pain causing bed ridding [ovulation pain], decompensated adenomyis / adenomyosis located on ultrasound in uterine fundus and in left uterine horn region [adenomyosis uteri], lesions on the hands: in summer start of eczema on hands first on right and then on left / eczema on hands [hand eczema] , right arm tendonitis / right elbo, w right hip, right knee, right ankle tendinitis [tendonitis], chronic fatigue, crushing and disabling / fatigue [chronic fatigue] , dizziness when she walked [dizziness exertional] , visual impairment: vision disorders with a veil [filmy vision], significant weight gain [weight gain], joint pain in right upper and lower limbs / joint pain chronic tendonitis right elbow, right hip, right knee and right ankle [arthralgia multiple], painful feeling in hands [pain in hand] , tingling in hands / tinglings (arms and hands) [paraesthesia upper limb], formication sensations [formication] , major decrease in libido / loss of libido [libido decreased] , recurrent urinary infections / multiple urinary infections [recurrent urinary tract infection] , heart rhythm disorders [cardiac dysrhythmias] , tachycardia [tachycardia] , increased blood pressure [increased blood pressure] , intense cold sensation, especially at night [feeling cold], dental disturbances: unexplained tooth fissure / teeth breakage [chipped tooth], mood swings [mood swings] , anxiety / psychological impact [anxiety] , sleep disorders: insomnia [insomnia] , concentration disorders [concentration impairment] , cognitive disorders [cognitive disorder], immediate memory disorders, she forgot recent conversations / immediate memory disturbances / memory disturbance [forgetfulness], iud was removed 14 days after essure insertion [off label use of device], physician decided to not perform control to check position of essure inserts [device monitoring procedure not performed] , tinnitus / permanent sensation of tinnitus [tinnitus] , intestinal pains [gastrointestinal pain] , swelling belly / irritable bowel syndrome with abdominal bloating [swelling abdomen], heavy legs [heaviness in limbs] , nausea [nausea] , speech disorder [speech disorder] , renal pain [renal pain] , vertigo [vertigo] , heavy asthenia / major asthenia [asthenia] , heavy sweat / increased sweating / sweating [heavy sweating] , condyloma [condyloma] , state of health deteriorated sharply [general physical health deterioration], muscle and joint disorders [musculoskeletal disorder] , ent disorder / ent problems [pharyngeal disorder nos] , ent disorder / ent problems [ear disorder nos] , ent disorder / ent problems [nasal disorder nos] , dizziness [dizziness] , irritable bowel syndrome with meteorism / irritable bowel syndrome with abdominal bloating [irritable bowel syndrome], irritability [irritability] , depression [depression] , eczema [eczema] , menorrhagia [menorrhagia] , eye disorder [eye disorder] , dermatological disorders [skin disorder] , abdominal pain [abdominal pain] , she also experienced symptoms consistent with tin poisoning, following the insertion of essure. [Metal poisoning] , tendinitis [tendinitis] , pins and needles in the hands [paraesthesia hand] , coldness [coldness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-dec-2020. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of left essure insert, with perforation of left tube"), perforation ("visceral lesions") and medical device site granuloma ("presence of granuloma in uterine horns region") in a 38-year-old female patient who had essure inserted (lot no. D40629, d35370). Additional non-serious events are detailed below. Product or product use issues identified: device material issue ("weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles"), off label use of device ("iud was removed 14 days after essure insertion" until (B)(6) 2016) and device monitoring procedure not performed ("physician decided to not perform control to check position of essure inserts" on (B)(6) 2016). The patient had a medical history of candida albicans infection, human papilloma virus test positive and lsil in 2014, hallux valgus correction (at the ag e of 36 years-old) in 2013, appendectomy (at the ag e of 12 years-old) in 1989 and endometriosis (becoming symptomatic after the essure insertion.), adenomyosis, eczema, multi gravida, spontaneous abortion, abortion, polypectomy and parity 2 (2 children, girl born in 1988, and a boy born in 2007). No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included: estrogen nos; progesterone for contraception and iud nos and mirena. Concurrent conditions were listed as tachycardia, smoker (20 cigarettes/day) and allergy to metals. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain ("intense pelvic pain / right side pelvic pains / pelvic pain") and heavy periods ("hemorrhagic menstruations / hemorrhagic periods / menorrhagia"). In 2016 she experienced hand dermatitis ("lesions on the hands: in summer start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019 she experienced adenomyosis ("decompensated adenomyis / adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019 she experienced allergy to metals ("allergy of the ears to non-precious metals (earrings)") and dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"). On (B)(6) 2019 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and perforation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2019. On unknown date she experienced medical device site granuloma (seriousness criterion intervention required), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), rash ("skin rashes"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches / headache in helmet"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbo,w right hip, right knee, right ankle tendinitis"), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("visual impairment: vision disorders with a veil"), arthralgia ("joint pain in right upper and lower limbs / joint pain chronic tendonitis right elbow, right hip, right knee and right ankle"), pain in extremity ("painful feeling in hands"), paraesthesia upper limb ("tingling in hands / tinglings ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido"), urinary tract infection ("recurrent urinary infections / multiple urinary infections"), arrhythmia ("heart rhythm disorders"), tachycardia ("tachycardia"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("dental disturbances: unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), anxiety ("anxiety / psychological impact"), insomnia ("sleep disorders: insomnia"), disturbance in attention ("concentration disorders"), cognitive disorder ("cognitive disorders "), memory impairment ("immediate memory disorders, she forgot recent conversations / immediate memory disturbances / memory disturbance"), tinnitus ("tinnitus / permanent sensation of tinnitus"), gastrointestinal pain ("intestinal pains"), abdominal distension ("swelling belly / irritable bowel syndrome with abdominal bloating"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia / major asthenia"), hyperhidrosis ("heavy sweat / increased sweating / sweating"), general physical health deterioration ("state of health deteriorated sharply"), musculoskeletal disorder ("muscle and joint disorders"), pharyngeal disorder ("ent disorder / ent problems"), ear disorder ("ent disorder / ent problems"), nasal disorder ("ent disorder / ent problems"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel syndrome with meteorism / irritable bowel syndrome with abdominal bloating"), irritability ("irritability"), depression ("depression"), eczema ("eczema"), menorrhagia ("menorrhagia"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), abdominal pain ("abdominal pain"), metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure."), tendinitis ("tendinitis"), paraesthesia hand ("pins and needles in the hands") and coldness ("coldness") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain"), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents and paracetamol as well as surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, abdominal pain lower, abdominal discomfort, tendonitis, dizziness exertional, tinnitus, vertigo, pharyngeal disorder, ear disorder and nasal disorder were resolving, the heavy periods, back pain, headache, paraesthesia upper limb, formication, urinary tract infection, disturbance in attention and hyperhidrosis had resolved and the hand dermatitis, fatigue, vision blurred, libido decreased, insomnia, cognitive disorder, memory impairment, asthenia, irritable bowel syndrome, irritability, depression and eczema had not resolved. The outcomes for fallopian tube perforation, perforation, medical device site granuloma, product residue present, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, weight increased, arthralgia, pain in extremity, arrhythmia, tachycardia, blood pressure increased, feeling cold, tooth fracture, mood swings, anxiety, gastrointestinal pain, abdominal distension, limb discomfort, nausea, speech disorder, renal pain, anogenital warts, general physical health deterioration, musculoskeletal disorder, dizziness, eye disorder, skin disorder, abdominal pain, metal poisoning, tendonitis, paraesthesia and coldness were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, depression, disturbance in attention, dizziness, dizziness exertional, dysmenorrhoea, dyspareunia, ear disorder, eczema, eye disorder, fallopian tube perforation, fatigue, feeling cold, coldness, formication, gastrointestinal pain, general physical health deterioration, hand dermatitis, headache, heavy periods, menorrhagia, hyperhidrosis, insomnia, irritability, irritable bowel syndrome, libido decreased, limb discomfort, medical device site granuloma, memory impairment, metal poisoning, mood swings, musculoskeletal disorder, nasal disorder, nausea, ovulation pain, pain in extremity, paraesthesia upper limb, paraesthesia hand, pelvic pain, perforation, pharyngeal disorder, product residue present, rash, renal pain, skin disorder, speech disorder, tachycardia, tendonitis, tendinitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure administration but saw no causal relationship between adenomyosis and essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. In follow up plaintiff reported via lawyer that after device removal, she had microscopic analyses carried out by a private laboratory on these explants and the associated tissues. The analyses showed a degradation of the weld zone and a release of particles, mainly tin. According to her, these particles were the cause of the inflammatory pathologies that had justified her hysterectomy. On (B)(6) 2021 plaintiff's report essure insertion date 2015 (discrepant date), plasmatic levels of nickel inf to 0.5 (i.e., normal) and of tin inf to 0.5 (i.e., normal) performed in (B)(6) 2020, eczematic reactions on both hands in (B)(6) 2020. Pathology report after explantation of essure showed a condyloma with a low-grade intraepithelial neoplasia, a uterine adenomyosis with a resorptive macrophagic granuloma. A dermatology consultation in (B)(6) 2020 that the palmo-plantar dermatosis is persisting evolving by flare ups and he is quoting a urticaria evolving since 2019. Most of the general reported troubles are persisting 1 year after essure explantation, allergic dermatosis (eczema) seems present before essure implantation and still persists 1 year after explantation. None of the presented metallic values for nickel and tin have a somewhat clinical relevance from a toxicological point of view. On (B)(6) 2020 palmoplantar dermatosis. Reporter mentioned: pt presented with adenomyosis probably decompensated/observed by the cessation of progestins and with no direct and certain link to the presence of essure. Bmi: 21.5 kg/m2. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts; on (B)(6) 2019: moderate adenomyosis [magnetic resonance imaging] (date unknown): pelvis MRI - essure in place a little migrating in the proboscis, left essure appears on the other hand exterior and posterior on the left horn with an attachment of the left ovary [magnetic resonance imaging pelvic] on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. A uterus of discreetly increased size, 8 x 5 x 4.5 cm (normal 8 to 10 x 3 to 4 x 2 to 3), images of diffuse adenomyosis and left peri-ovarian adherent lesions [microscopy] on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin; on (B)(6) 2019: analyses show the presence of tin, titanium, silver and platinum which are found in the composition of the essure device, and scanning electron microscopy analyses coupled with edx spectrometry of one of the implants removed at the level of the soldering area of its external end; on (B)(6) 2019: show the presence of tin, copper and silver around this area [pathology test] on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin [specialist consultation] on (B)(6) 2019: allergy of the ears to non-precious metals (earrings) and dysmenorrhea [ultrasound pelvis] on (B)(6) 2019: moderate adenomyosis [ultrasound scan] in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Batch no d35370 production date 2014-11-27 expiration date 2017-11-28 batch no d40629 production date 2014-12-16 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events tendonitis, paresthesia, feeling cold were added. Additional reporter (lawyer) added. Cluster ID added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left essure insert, with perforation of left tube'), perforation ('visceral lesions') and medical device site granuloma ('presence of granuloma in uterine horns region') in a 38-year-old female patient who had essure (batch no. D40629 / d35370) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician decided to not perform control to check position of essure inserts" on (B)(6) 2016, off label use of device "iud was removed 14 days after essure insertion" which ended on (B)(6) 2016 and device material issue "weld area of the implant showed a strong erosion appearance. Tin particles were disclosed in high quantity / presence of chromium and nickel and various particles" (seriousness criterion medically significant). The patient's medical history included parity 2 (2 children). No previous history of eczema or risk factors for such, of hemorrhagic menstruations in association with pain, of headaches. Previously administered products included for an unreported indication: iud nos until (B)(6) 2016 and mirena in 2014. Concurrent conditions included allergy to metals and smoker (20 cigarettes/day). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hand dermatitis ("in (B)(6) start of eczema on hands first on right and then on left / eczema on hands"). In (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis located on ultrasound in uterine fundus and in left uterine horn region"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device site granuloma (seriousness criteria medically significant and intervention required), pelvic pain ("intense pelvic pain / right side pelvic pains"), abdominal pain lower ("low abdominal pain"), abdominal discomfort ("constant discomfort when she sat"), menorrhagia ("hemorrhagic menstruations / hemorrhagic periods "), dysmenorrhoea ("menstruations associated with pain / dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain / bilateral pain in back"), vaginal discharge ("irregular gynecological discharges and also when she didn¿t have her menstruations / leukorrhea"), headache ("intense helmet headaches, with irregular frequency / frequent headaches"), ovulation pain ("fifteen days prior to menstrual cycles major pelvic pain causing bed ridding"), tendonitis ("right arm tendonitis / right elbow tendonitis "), fatigue ("chronic fatigue, crushing and disabling / fatigue"), dizziness exertional ("dizziness when she walked"), vision blurred ("vision disorders with a veil"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory disorders, she forgot recent conversations"), arthralgia ("joint pain in right upper and lower limbs"), pain in extremity ("painful feeling in hands"), paraesthesia ("tingling in hands / tingling ( arms and hands)"), formication ("formication sensations"), libido decreased ("major decrease in libido / loss of libido "), urinary tract infection ("recurrent urinary infections / multiple urinary infections "), arrhythmia ("heart rhythm disorders"), feeling cold ("intense cold sensation, especially at night"), tooth fracture ("unexplained tooth fissure / teeth breakage"), mood swings ("mood swings"), sleep disorder ("sleep disorders"), cognitive disorder ("cognitive disorders"), tachycardia ("tachycardia"), insomnia ("insomnia"), anxiety ("anxiety"), tinnitus ("tinnitus"), gastrointestinal pain ("intestinal pains"), abdominal distension ("swelling belly"), limb discomfort ("heavy legs"), nausea ("nausea"), speech disorder ("speech disorder"), renal pain ("renal pain"), vertigo ("vertigo"), asthenia ("heavy asthenia") and hyperhidrosis ("heavy sweat") and was found to have product residue present ("left uterine horn showed presence of significant quantity of tin"), weight increased ("significant weight gain "), blood pressure increased ("increased blood pressure") and anogenital warts ("condyloma"). The patient was treated with antiinflammatory agents, paracetamol and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, medical device site granuloma, product residue present, dysmenorrhoea, dyspareunia, vaginal discharge, ovulation pain, adenomyosis, tendonitis, weight increased, arthralgia, pain in extremity, libido decreased, urinary tract infection, arrhythmia, blood pressure increased, feeling cold, tooth fracture, mood swings, tachycardia, insomnia, anxiety, tinnitus, gastrointestinal pain, abdominal distension, limb discomfort, nausea, speech disorder, renal pain, vertigo, asthenia, hyperhidrosis and anogenital warts outcome was unknown, the pelvic pain, abdominal pain lower, abdominal discomfort and dizziness exertional was resolving, the menorrhagia, back pain, headache, disturbance in attention, paraesthesia and formication had resolved and the hand dermatitis, fatigue, vision blurred, memory impairment, sleep disorder and cognitive disorder had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adenomyosis, anogenital warts, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood pressure increased, cognitive disorder, disturbance in attention, dizziness exertional, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, formication, gastrointestinal pain, hand dermatitis, headache, hyperhidrosis, insomnia, libido decreased, limb discomfort, medical device site granuloma, memory impairment, menorrhagia, mood swings, nausea, ovulation pain, pain in extremity, paraesthesia, pelvic pain, perforation, product residue present, renal pain, sleep disorder, speech disorder, tachycardia, tendonitis, tinnitus, tooth fracture, urinary tract infection, vaginal discharge, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: eczema had not resolved despite treatment with cream at the time of the report. Right arm tendonitis treated with anti-inflammatory drugs and infiltrations. The physician who was consulted by the patient due to her complaints did not find any etiology and prescribed her paracetamol. Tests were performed and uterus was removed by laparotomy. After the intervention, the patient noticed improvement in her physical and psychic status. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: unremarkable - physician decided to not perform control to check position of essure inserts. Magnetic resonance imaging abdominal - on (B)(6) 2019: migration of left essure insert, with perforation of left tube and visceral lesions. Confirmed presence of adenomyosis. Microscopy - on (B)(6) 2019: weld area of the removed implant showed a strong erosion appearance. Tin particles were disclosed in high quantity. Left uterine horn showed adenomyosis and presence of significant quantity of tin. Pathology test - on (B)(6) 2019: presence of granuloma and adenomyosis in uterine horns region, presence of significant quantity of tin. Ultrasound scan - in (B)(6) 2016: adenomyosis located in the uterine fundus and in the left uterine horn region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jan-2021: a new reporter type (lawyer), new adverse events (tachycardia, insomnia, anxiety, tinnitus, intestinal pains, swelling belly, heavy legs, nausea, speech disorders, renal pain, vertigo, heavy asthenia, heavy sweat and condyloma), medical history, historical drugs, lot number of the essure and an update about the surgery to the essure removal (bilateral salpingectomy and total hysterectomy) were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.